Event description:
The customer reported that the pump became hot to the touch, although no temperature alarms were recorded, and it was confirmed that the pump was charging using tandem supplies during the issue. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump as backup therapy, and tandem technical support arranged for a replacement pump and charging supplies to be sent. The customer was informed about the delivery process, instructed on how to store and return the problematic pump, and provided with guidance and training for the new pump.